Event description:
Patient was revised to address superior escape of prosthesis (right side).

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for both part and lot number combination. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.